Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the scrub tech tightened down the pelvic array to the pelvic array adapter and the screw on the pelvic array broke. This did not affect the case and it was completed successfully.

Manufacturer narrative:
It was determined that there was no failure of the adapter itself (pn 112240). This was a failure of the pelvic array screw (pn 112230 - as it was being driven into the pelvic array adaptor (112240), though the adaptor was merely a concomitant device. Reported event: an event regarding a broken screw on a 112230 pelvic array assy was reported. The event was confirmed. Method & results: the received 112230 part was shows a broken 111462 wing screw - array. Half of the screw was still threaded into the 112240 pelvic array adaptor assembly. The nature of the fracture indicates elongation from yielding. This prevents the components from being used. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed for similar reported events of a broken pelvic array assy. There have been 3 other complaints. The catsweb complaints are issue # (B)(4). The trackwise complaint is pr# (B)(4). Tracking of complaints related to this part will be tracked through quarterly trend request #(B)(4). Conclusions: the failure mode described in the complaint of a broken screw was confirmed. The failure may have been caused by a excessive torque applied to the screw which over time has caused it to gradually deform until complete failure resulted. Corrective action/preventive action: no further action is required at this time.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case ,the scrub tech tightened down the pelvic array to the pelvic array adapter and the screw on the pelvic array broke. This did not affect the case and it was completed successfully.